Event description:
It was reported that (1) tsb35 and (1) tr35b were used during a lung wedge resection procedure. It was reported by the rep that during a lung wedge resection performed by the surgeon, the reload (tr35b) fell into the chest. The pt was in "bad condition" and the surgeon had to take the pt immediatly to ICU. The surgeon felt he didn't have time to remove the reload and told the staff that the reload wouldn't cause any adverse reaction to the pt. The pt died several days later. The rep said that the staple or reload had nothing to do with the pt death.